Event description:
Device malfunction: foot break. Time of malfunction: unknown. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device, attempted arteriotomy closure after a coronary catheterization procedure. A suture break was reported and hemostasis was achieved using manual compression. During device evaluation in 2008, a posterior foot break was found. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: investigation of the returned device confirmed a suture break occurred. A posterior foot break, rail suture break, and posterior cuff-to-needle tip detachment were found. No manufacturing issue was detected. We were unable to determine the root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.